Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, after many attempts of adjusting all turnbuckles, with the help of representative, site managed to get all turnbuckles adjusted and door fully operational. Performed system checkout. System operates as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an sacroiliac and thoracolumbar procedure. It was reported that after taking lateral shots, when positioning to take ap shots, a noise came from the gantry and the collimator would no longer rotate. It was found that the gantry would no longer open. Through manual door opening procedure and was able to open the gantry door. Whether the surgery/mdt imaging was aborted is unknown. This issue occurred intraoperatively and caused unknown surgical delay.

Manufacturer narrative:
(H3,h6) : no parts have been received by manufacturer for evaluation. Codes b17, c20, d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166. Product ID: bi71000166. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.